Event description:
Implant loss-elective removal due to pain issues.

Manufacturer narrative:
Skin pain/infections are known complications associated with percutaneous implant systems. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.